Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation revealed that one instrument tray was received inside a graphic case. The corner areas on all four sides of the tray surface appear to have bubbled or delaminated from the substrate material on approximately 75 percent of the corner length. The nylon surface at delamination site is intact and has not been broken or compromised. As no lot number was submitted for this complaint, top level prints for a similar part was used for this investigation. The nylon spray operation is currently performed by outside vendors. The nylon surface has delaminated on the corners of all four sides as complained with no obvious signs of cause. This complaint is deemed valid from a manufacturing perspective. An internal corrective action has been opened to address this issue.

Event description:
It was reported that a nylon graphics case and modular tray has air bubbles forming underneath them, where water can get trapped in. This was distorting the original look of the case and tray. It was reported that the case and tray had only been purchased about one year ago. There was no patient involvement. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Original awareness date is (B)(4) 2012. Placeholder.